Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous service repairs in the last 12 months. Review of the event history log (ehl) identified error code 41541. The customer issue was confirmed through pump power up test. The error code was cleared, and they confirmed that the latch/lock sensor and assembly were functioning properly. The downstream and upstream occlusion seals were replaced as a preventative measure. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for system failure, during device evaluation, error code 41541 was identified. There was no patient involvement.

Manufacturer narrative:
B3 - date of event was updated. This supplemental MDR is being submitted to correct the reported event occurrence date.